Event description:
It was reported that this patient had influenza and was vomiting. This resulted in an electrolyte imbalance that resulted in ventricular tachycardia. The patient received three total inappropriate shocks to successfully convert the patient. This device still remains in service. No additional adverse events were reported.